Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/14/2016. It was reported by an attorney that the patient experienced cystocele, urethrocele, urgency, urge incontinence, overactive bladder, and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2009 due to exposed mesh. It was reported that patient underwent anterior vaginal repair with excision of portion of mesh on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.